Manufacturer narrative:
Analysis received the unit with severely scratched window. The unit passed the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. There was no motor error alarms noted. The motor was tested outside the device and passed. The unit received with all buttons responding properly. There was no button error alarms or button keypad anomalies. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm, motor error alarm, and the buttons are unresponsive. The customer's blood glucose was 257 mg/dl at the time of incident. The insulin pump will be returned for analysis.